Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during surgery, the foley catheter was placed, but it was confirmed to be spontaneous removal. After injecting air into the one that had come out and monitoring it, all the air had escaped a few hours later.

Event description:
It was reported that during surgery, the foley catheter was placed, but it was confirmed to be spontaneous removal. After injecting air into the one that had come out and monitoring it, all the air had escaped a few hours later. Per investigator's notification received on 26sep2025, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 all silicone foley catheter. No physical defects were present. Attempted inflation using in house syringe and 10ml mbs. Inflated properly with no difficulties however asymmetrical balloon was present. Deflated within 1 minutes and 11 seconds. Also received 3 photo samples. First photo sample shows top view of catheter with syringe used during reported event. Second photo sample shows end of catheter with deflated balloon. Third photo sample shows inflation cap. As the reported event is unconfirmed, labeling review is not required. A review of the device history record was not necessary due to the reported event being unconfirmed. Complete initial reporter facility name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.